Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis could not confirm the customer comment of low ventricular output. It did find that the upper and lower cases and side bail covers were broken, the battery contacts were compressed and that the diode solder joint started to lift up on the battery flex.

Event description:
It was reported that the epg (external pulse generator) had low ventricular output current readings on all settings. 10ma reads 7.5ma, 15ma reads 11.3ma, and 20ma reads 15.2ma. No patient involvement or complications were reported as a result of this event.

Event description:
It was reported the ventricular output current was reading low on all settings. The device was returned for repair. No patient involvement or complications were reported.